Manufacturer narrative:
Additional information in h6. H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not verified for the retention samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had damaged (torn/slice) primary packaging. This was observed prior to use of the device for peritoneal dialysis therapy. It was further reported that the "openings were very small about 2 or 3mm" and the damage was on the "non-printed side" located "in the cavity where the cap is kept." There was no patient injury or medical intervention associated with this event. No additional information is available.